Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter had high blood glucose due to no delivery alarms during bolus attempts and that his daughter ended up in the hospital due to hyperglycemia. The patient's blood glucose was 625 mg/dl at the time of hospital admission. The customer was given insulin and fluids to bring her blood glucose down. No products were returned and a tubing clamp was shipped to the customer in order to run a high pressure test on the insulin pump.